Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 180-230mg/dl fasting. Verified the strips expire 09/30/2016. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 194mg/dl and 203mg/dl fasting. Reviewed meter memory: 1: 186mg/dl (B)(6) 2015 01:27:00 pm fasting:yes; 2: 235mg/dl (B)(6) 2015 01:26:00 pm fasting:yes; 3: 96mg/dl (B)(6) 2015 01:24:00 pm fasting:yes; 4: 124mg/dl (B)(6) 2015 12:42:00 pm fasting:yes; 5: 307mg/dl (B)(6) 2015 12:15:00 pm fasting:yes. Customers concern: 186 mg/dl on (B)(6) 2015 at 1:27 pm and 235 mg/dl on (B)(6) 2015 at 1:26 pm the customer stated that the result of 96 mg/dl on (B)(6) 2015 at 1:24 pm (a different person's result). No adverse event reported.